Event description:
Additional information notes that the device exhibited intermittent output while the device was in bvvi.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. On (B)(6) 2003, the patient presented to (B)(6) hospital and the device could not be interrogated. Subsequently, a device software download was successfully performed and normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.